Event description:
Information was received from patient regarding an implantable neurostimulator (ins). The reason for the call was that the patient reported seeing a "setting not available" message when attempting to make adjustments to their ins. Patient stated that they tried resetting the controller, but the issue was not resolved. Patient confirmed that group a was working properly, while groups b and c were not. Agent reviewed the meaning of "settings not available" and redirected the patient to healthcare provider (hcp) for further assistance. Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances. Electrode 10,12 and 13 have high impedances of 4000. Patient came in complaining that he continued to get an error on his programmer when he tried to increase the intensity. Error was "cannot provide your desired intensity settings". Found to have 3 electrodes with impedances. Patient removed battery from communicator and continued to get the error message. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.